Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. One grip close cable is broken at the distal idlers. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at wrist were not damaged. Failure analysis concluded the cable wear on pulleys combined with high grasping force and large fleet angle between the proximal and distal pulleys likely contributed to breakage. Failure analysis also found the distal pulley had mechanical indentations and burrs. The distal idler pulley on which the broken cable was seated had a section that had an indentation on the edge. Failure analysis concluded that the pulley damage was likely due to mishandling/misuse. No other damage was found.

Event description:
On (B)(4) 2014, the mega suturecut needle driver was returned to intuitive surgical inc. (Isi) without a customer reported complaint. On (B)(4) 2014, intuitive surgical inc (isi) contacted the initial reporter of this complaint. The initial reporter confirmed that the planned hysterectomy surgical procedure was completed and no fragments fell into the patient. There was no patient harm, adverse outcome or injury to the patient.